Event description:
Information received indicates when the brakes were engaged, the left foot caster would still swivel.

Manufacturer narrative:
The technician found that the caster teeth were worn down. He replaced the caster and the brakes functioned properly.